Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. The communication error occurred due to a camera cable failure. The camera head¿s main body was scratched. Omsc determined that the reported event was caused by user's handling. The communication error may have occurred because the camera cable unit failed due to the user applying pressure such as twisting the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against camera cable failure. It is possible that the reported event could have been prevented by following this instruction. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the communication error was displayed on the monitor. There was no report of patient injury associated with the event.